Manufacturer narrative:
The technical evaluation showed that the knee joint is no longer functional and a functional test could not be conducted. The following visible damages were recorded: missing axle bolts, lateral damage/deformation of the anterior link at the rear due to axle bolts, coarse to fine material (aluminium) abrasion visible in the joint in many places, bearing eyes for axle bolt on posterior link slightly deformed, damaged threads for axle bolt in posterior link, deformed notches on anterior link, anterior link spread apart and upper part twisted; axle bolt not guided on one side. The damage of the joint strongly suggests that the axle bolts were only completely levered out of the bolted connection by the forces acting during the fall. This means that the loss of function of the joint could not have been caused by missing axle bolts, but rather by the contact of the axle bolts with the anterior link. However, the event checklist describes a buckling of the joint ("the knee buckled") and the resulting fall as the cause, which points to missing axle bolts. If the axle bolts were no longer present before the fall, the notches could only have been caused by previous damage. The main cause of the loss of function of the joint is that the axle bolts on the posterior link became loose/fell out. The existing damage to the anterior link on the inside on both sides due to the loosened axle bolts did not occur in a single event. The fall is considered to be one event in the fall sequence. For the reasons described above and the information available on the event, our current assumption is that the joint was previously damaged. Due to the fact that the fall cannot be clearly tracked, the extent to which previous damage existed cannot be clearly determined.

Event description:
While walking the patient noticed play and a "squishy" feel in the prosthetic knee joint and then the knee buckled. Due to the play and buckling the patient lost balance and fell off his 4 foot porch/deck. The patient suffers a broken ankle, cracked breast plate, cracked rib, hip pain and lower back pain. He can't lift his left arm. He has a head laceration and was knocked out unconscious upon impact. He went to hospital for immediate trauma care and stayed overnight. In hospital the patient received MRI scan, x-ray scan and temporary casting.